Manufacturer narrative:
Product investigation is in progress.

Event description:
Malfunction hazard/product is coming apart, in pieces, shredding, white cotton wool fell out of the front, [device breakage] case narrative: consumer reported that a white cotton fell out the front of the tampon. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Malfunction hazard/product is coming apart, in pieces, shredding, white cotton wool fell out of the front, [device breakage] . Case narrative: consumer reported that a white cotton fell out the front of the tampon. No injury was reported.